Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during staple pout stomach in a gastroplasty, the firing took place normally and the staples that got caught in the load were out of the tissue. No harm to the patient.